Event description:
Film review was completed. The reconstruction does confirm that there are two stent apices that protrude out of the active blood flow region. There is a third stent apex that is poking up the lsa ostium as well. A possible reason how this happened is that the smaller diameter grafts are stiffer and have shorter stent lengths than the larger grafts more commonly used in our procedures. The shorter stent length prevented the free flo stent from being supported on the far side of the lsa ostium. This lack of support combined with the stiffer graft may have allowed the free flo stent apices to erode through the vessel wall. It is possible that the vessel might have been weakened by the transection as well. The graft was landed accurately with the fabric edge right at the distal edge of the lsa ostium.

Manufacturer narrative:
(B)(4).

Event description:
A valiant stent graft system was implanted in a patient for the emergent endovascular treatment of a thoracic transection trauma. Vessel morphology was reported at the time of implant was a trauma transection, the patient was crushed by a wine barrel with multiple chest and limb trauma. The device was deployed successfully, and was positioned as planned, however due to the age of the patient and the curve of the aortic arch being very acute, 2 struts from the free flow component sat proud into the left subclavian artery. The physician decided to explant the device as the patient was presenting with hypertension and could feel the movement of the device which they attributed to the position of the device. The physician explanted the stent graft and partially replaced with a prosthetic graft. When the device was being explanted the physician noted that the 2 'proud¿ stent struts had eroded the aortic wall into the lsa. No additional clinical sequelae were reported. Review of returned cta¿s from 6-½ years post-implant revealed that the stent graft was positioned with the stent graft fabric just distal to the level of the lsa, coursing across the highly angulated arch and into the descending thoracic aorta. Images showed that one of the bare spring apices was positioned within the lsa, and two bare springs apices on either side of this bare spring were positioned just proximal to the lsa origin. No erosion of the aortic wall of vessels could not be confirmed from these images. There was no misalignment of the stent graft bare springs, no endoleak, stent graft kinks, compression, or any other stent graft issues were seen. The proximal stent graft diameter was 20mm, at the mid-length was 26mm, and at the distal margin the stent graft diameter was 23x24mm. Review of CT of the head/neck showed a partial section of the proximal portion of the stent graft, with similar stent graft findings seen previously. The cause of the reported event could not be determined; likely anatomy related due to the highly angulated arch. Earlier follow-up images were not provided. This device is not released for distribution in the united states, however this device is similar to a valiant captivia device which is distributed for use in the united states.